Event description:
It was reported that interrogation of the pulse generator resulted in the message -measurement inhibition- for ventricular sense and pacing lead impedance. A product code download was successfully performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.